Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had alarmed no disposable clamp tubing, and the patient was in the middle of troubleshooting the alarm. The alarm persisted after all trouble shooting. Air bubbles were noted. The device was turned off and was patient instructed to call the clinic for further instruction. The reported rate was 1mililiters(ml), reservoir volume was 26ml, and given 74.05ml. . The event occurred while in use with a patient at the hospital. The operator of the device was a health professional. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.